Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor: catalog: 0570-0314, sn: (B)(4), additional part used: glidescope smart cable: catalog: 0800-0531, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a titanium su mac s4, there was a jittery image. A five second delay in the procedure occurred as a back-up titanium lopro s4 blade was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The device has already been replaced so the returned device was scrapped.